Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer femoral head cat# 00801803201 lot# 62051566. Unknown cup. Unknown stem. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policies. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00281.

Event description:
It was reported that a patient underwent a tha 8 years ago. Subsequently, the patient underwent a revision due to patient rolled in bed and dislocated his hip anteriorly. The liner and head were removed and replaced. An undisplaced fracture of the greater trochanter was noted to be a contributing factor. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. A photograph of the explanted liner identified that the liner was covered in bio debris. The rim was slightly damaged. No further evaluation could be performed with the image provided. An x-ray image was provided and identified the following: anatomic alignment of the right hip arthroplasty. No further evaluation was possible with the image provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.